Event description:
It was reported that during a drug eluting stenting procedure stent damage occurred. The physician advanced the 2.5x12mm taxus liberte atom stent to a lesion in an unspecified artery and the stent strut lifted while attempting to cross the lesion. There were no patient complications. The procedure was completed with a different device. Additional information was requested and is not available.

Manufacturer narrative:
Device evaluation: contrast was visible in the distal and midshaft of the returned device which is consistent with the device being used. Visual and tactile examination along the entire length of the device revealed that the tip was damaged and the strut on the distal end of the stent was extended back at 90 degrees. The outer diameter of the undamaged portion of the stent meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a drug eluting stenting procedure stent damage occurred. The physician advanced the 2.5x12mm taxus liberte atom stent to a lesion in an unspecified artery and the stent strut lifted while attempting to cross the lesion. There were no patient complications. The procedure was completed with a different device. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4)